Manufacturer narrative:
D3/h3 product available to stryker: updated d10 returned to manufacturer on: updated h3 device evaluated by mfg: updated h3 summary attached: updated the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. During the analysis of the returned device, it was revealed that the main coil was electrolytically detached from the delivery wire and main coil was not returned. In addition, the coil proximal contact and delivery wire were found kinked due to handling damage. In the case of this complaint, it is most likely that the coil was only partially detached with the inzone and during withdrawal of the delivery wire in the microcatheter, premature detachment occurred. This event appears to be associated with a product that met the design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use. Therefore, a probable cause of procedural factors will be assigned to ¿main coil prematurely detached/separated during use'.

Event description:
During the coil embolization procedure, it was reported that the physician thought the coil (subject device) was detached after hearing three beep sound from the power supply. However, when the physician was retracting the delivery wire, he observed that the coil came along with the delivery wire and was detached in the microcatheter. No clinical consequences reported to the patient.

Manufacturer narrative:
D4 expiration date: added. H4 manufacturing date: added. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Based on the information currently available the exact cause for the reported event cannot be determined.

Event description:
During the coil embolization procedure, it was reported that the physician thought the coil (subject device) was detached after hearing three beep sound from the power supply. However, when the physician was retracting the delivery wire, he observed that the coil came along with the delivery wire and was detached in the microcatheter. No clinical consequences reprorted to the patient.

Manufacturer narrative:
The subject device is not available.

Event description:
During the coil embolization procedure, it was reported that the physician thought the coil (subject device) was detached after hearing three beep sound from the power supply. However, when the physician was retracting the delivery wire, he observed that the coil came along with the delivery wire and was detached in the microcatheter. No clinical consequences reported to the patient.